Event description:
Device 1 of 2. Reference MFR report 1627487-2011-10036. The pt received two scs systems (cervical and thoracic) on (B)(6) 2011. It was reported that the pt was experiencing intense pressure and sharp pain. X-rays confirmed that the thoracic leads have migrated and are stimulating the muscle. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.